Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports during a CT abdomen, staff filled a syringe with saline and injected 25 ml for flush. Filling of the syringe with nacl was done by using a spike and a bag nacl. After injection of the patient, they saw a foreign object in the syringe. No additional details are known. There was no patient injury. This is the first complaint of this nature for this lot.

Manufacturer narrative:
Customer reports finding foreign material in the syringe after performing an injection. This is the first complaint of this nature on this lot. The customer provided the sample for analysis. The sample and complaint information were forwarded to gw plastics for review. The DHR review performed on the lot demonstrated that all product was manufactured in accordance to gw and mallinckrodt specifications. No related issues were identified in the batch records reviewed. The returned sample was examined under magnification at gw plastics. The contaminant was identified as a piece of personal protective equipment (ppe) and a human hair. Through a multifunctional review, gw plastics has concluded that the contaminant was most likely introduced during the syringe assembly process. This conclusion was reached because the ppe is utilized during the product assembly process and due to the location of the contaminant. Based upon the DHR review conducted and because no similar reports have been received, gw has concluded this is an isolated incident and no corrective actions/containment is required. A quality alert was disseminated on august 10, 2015 as notification of the event and to reinforce existing standards. Actions that would lead to the introduction of foreign contaminant during the production process are prohibited by existing gw plastics procedures and work instructions. To ensure that these procedures are fully understandable, all related procedures and work instructions are being reviewed and updated (if needed) by a multifunctional team at gw during august 2015. All individuals involved in the syringe manufacturing process will undergo additional training regarding controlled work environment practices during (B)(4) 2015. Additionally, gw plastics will increase the frequency of routine training regarding these practices to once per quarter beginning in the 4th quarter of 2015. This routine training will include emphasis on good manufacturing practices as well as increasing employee awareness of product use and possible impacts of product non-conformities. This conclusion was reached because the ppe is utilized during the product assembly process and due to the location of the contaminant. Lot remained in use.